Manufacturer narrative:
Concomitant medical products: 6949-65 lead, implanted: (B)(6) 2004, 4568-53 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the physician went to extract this previously capped right ventricular (rv) lead the fixation screws did not unscrew. Then during the laser extraction, the physician was able to advance the laser sheath into the right atrium only to a point where it was attached to the right atrial (ra) lead close proximal electrode; the rv lead was adhered to the atrial lead. A new laser sheath was used and they were able to successfully laser extract the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.